Event description:
The healthcare professional (hcp) of the home patient (hp) reported the hp had expired after using the homechoice cycler for apd therapy. Follow up with the hcp reveals that the hp had been performing apd therapy using the homechoice cycler until home patient was hospitalized in 2001. The hcp reveals that the hp was hospitalized for calciphylaxis and remained hospitalized until hp expired ten weeks later after a heart attack. According to the hcp, the hp was not using the homechoice while hospitalized but was dialyzed utilizing hospital equipment. The hcp relates hcp does not attribute the hp's hospitalization and death to the homechoice cycler and has no further incident details to provide.